Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, service history review, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. There were no issue noted related to the door; however, during functional testing the device presented a f-38 alarm. The f-38 alarm was caused by damaged force sensing resistors. The device was taken out of service. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the door of a flo-gard infusion pump cannot close. The identified condition was before use. There was no patient involvement. No additional information is available.